Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and there was a connection intermittency. It was noted that there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead was stretched.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. After followup, it was later reported that the lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.